Event description:
It was reported to philips that the c arm was not moving. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the non-emergency neurovascular treatment was completed as planned after arch wire was released by philips engineer. The philips remote service engineer (rse) analysed the system remotely and found that the arch is not doing the propeller movement, it is locked at 127° lao and does not show error message. The analysis of log file identified failure in the limit of the arch's propeller movement. The engineer then issued a command to release the propeller movement brake and manually adjusted the propeller to 0°. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system without any delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.